Event description:
It was reported that the x-ray showed that the lead appeared to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis found no anomalies. However, the distal conductor was distorted and had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism and visual analysis found apparent explant damage.